Event description:
It was reported that a patient was having a problem where it felt like bugs were running all over her, and the patient had been having the problem for about three weeks. It was noted that the patient went to the doctor and he said she didn¿t have any bugs. It was reported that it felt like ¿light electricity running all through¿ the patient¿s body. It was noted that the feeling started on the patient¿s head for about two weeks and the feeling progressed down to the patient¿s face and all the way down to her ankles. The reporter stated that the patient never turned her device off. It was noted that the patient was given some medication for the feeling, and the patient hadn¿t taken the medication yet. It was reported that the patient hadn¿t done any different activities or had any falls or trauma to trigger the event in the three weeks prior to the report. Additional information received reported the patient had a loss of therapeutic effect. It was noted the patient¿s shaking was down to very little if not at all after the initial implant. It was noted the patient started to see a new healthcare professional (hcp) and was reprogrammed. It was further noted the patient¿s shaking had returned and their right arm would go behind them. It was noted the patient¿s leg was also giving out. The reporter stated the patient started to see another new hcp and the patient¿s shaking had gotten better, but was not to the point it was initially. It was noted that the patient ¿experienced bugs¿ since the later part of (B)(6) 2013. The reporter stated the patient thought they had lice or bugs crawling all over, but the hcp tested the patient and found nothing. It was noted the patient described the sensation as static and tingling all over. It was further noted the patient described the sensation as when "you sit down and your leg goes to sleep." It was noted the patient did not turn the device off; however, one of the patient¿s hcps recommended turning the ins off at night. The reporter stated the patient felt a zapping sensation when the ins was turned on. It was noted the zapping sensation made the patient nervous to shut the ins off. It was further noted the patient was on gout medication that could have side effects of tingling. The reporter stated the patient was stopping this medication. It was noted the patient wanted to be reprogrammed again since they could not write or eat with their right hand and they had shaking in their voice box. It was later reported that there were no abnormal impedance measurements except for electrodes 8-11 for the right therapy. It was unclear if the abnormal impedance measurements were on this device or the patient's previous ins. See MFR. Report #3004209178-2013-11396 for information about the patient¿s previous device.

Manufacturer narrative:
Concomitant products: product ID: 3387s-40, lot# v883770, implanted: (B)(6) 2012, product type: lead. Product ID: 3387s-40, lot# v883770, implanted: (B)(6) 2012, product type: lead. Product ID: 37085-60, serial# (B)(4), implanted: (B)(6) 2012, product type: extension. Product ID: 37642, serial# (B)(4), product type: programmer, patient. Product ID: 37085-60, serial# (B)(4), implanted: 2012, product type: extension. (B)(4).